Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient sustained a head injury which displaced both of his internal devices (he is bilaterally implanted.) The patient underwent a surgical procedure on (B)(6), 2013 to reposition the internal device.